Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.